Event description:
It was reported that a pt with a pacemaker was being monitored by an sc6002xl monitor. The customer stated that the pacemaker detection was set to on and the device did not recognize an asystole of the pt. It is not known which device it was. A device from this ward with this software was tested with the fluke dummy and the device alarmed. The customer tested the device with an external pacemaker and a phantom 320. It was possible to create situations within the pacemaker, which the monitor analyzed as a normal ECG with a pacer. There was a pt injury reported, but it is not known if the pt's injury is due to the alarm or due to the pt's health. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.